Manufacturer narrative:
Other (orientation) (flat tip).

Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), the sphincterotome came out of the scope oriented to the right and could not to be corrected. The tip of tome looked like it was crushed as tip as flat. A wire from a different device was used to complete the case.